Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1n6la, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. [Relevant medical history: hypertension, obesity, diabetes] it was reported that the patient was having their system replaced and the lead broke just above the electrodes during the removal procedure. The lead was left in the patient and a new lead was placed. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.